Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the pre-discharge interrogation, the left ventricular (lv) lead indicated high capture threshold on multiple vectors. Chest x-ray confirmed the lead was dislodged and had pulled back to the proximal vein. The lead was programmed off. No patient complications have been reported as a result of this event.